Event description:
On 25-oct-2023, the following information was provided to kci by the community health nurse: I called and spoke to the patient as we were having trouble getting information regarding his admission. The patient was discharged from prince of wales hospital on (B)(6) 2023 and readmitted to armidale hospital on (B)(6) 2023. An old piece of the sponge, alleged to be v.a.c.® dressing, was found embedded in the wound. It is unknown when and where the piece of v.a.c.® dressing was changed and/or missed, causing the event and information regarding the event is not clear. On (B)(6) 2023, the following information was provided to kci by the community health nurse: (B)(6) hospital discharged the patient to ndis nursing provider for dressing changes. The dressing was changed and then the dressing had multiple complications; it appeared due to positioning and patient comorbidities to be pulled on and removed. The patient called for support and the remainder of the dressing was left in situ and covered until ndis nursing service could review and change. After this occurred, the dressing was once again pulled on and removed. The family contacted armidale community health service for a wound review as they were concerned with nursing service at that time. The community health nurses attended the dressing and noted foam, alleged to be v.a.c.® dressing, from prior dressing had been retained in the wound. The nurse stated "it appeared to be left after consecutive dressings" so the nurse requested the patient to be admitted to armidale hospital for surgical removal, debridement and washout. A simple dressing was placed and v.a.c.® therapy has ceased. The v.a.c.® dressing type and lot number were not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.

Manufacturer narrative:
Based on information provided, kci cannot determine when the foreign body alleged to be the v.a.c.® dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The dressing was reportedly left in the wound for over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® white foam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. White foam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.